Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was implanted with an unknown stryker hip on the left side in 2008 by surgeon. The claimant was revised in (B)(6) 2012 for pain and a reaction to metal wear debris. In (B)(6) 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6) 2014.

Manufacturer narrative:
An event regarding corrosion involving a trident shell was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event since patient was revised due to minor corrosion in stem and head; no allegations were made against trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was implanted with an unknown stryker hip on the left side in 2008 by surgeon. The claimant was revised in november 2012 for pain and a reaction to metal wear debris. In january 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6)2014.